Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer with an external programmer. It was reported that there was a damaged personal therapy manager (ptm) and they were unable to power up the ptm. The batteries were replaced and checked the battery compartment to see if there is any corrosion which there was not. The patient gently tugged on both springs and put the batteries back in with the flat end of the battery to the springs. The ptm powered on and the patient had the batteries in backwards. The patient states she is "hurting like a son of a gun" because she is not able to bolus and states they increased her medication in the ptm "could be about 4 days now" since this occurred. Additional information was received from a consumer. It was reported that the pump was replaced and the morphine was increased and the patient is doing much better.